Manufacturer narrative:
The event date is unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. As a result, their ipg became inoperable. In turn, the patient's ipg was explanted and replaced to address the issue.